Event description:
During a remote follow-up, episodes of loss of capture were observed on the device. Technical support was contacted regarding the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.